Event description:
It was reported that while the ventilator was connected to a test lung two technical error codes were generated. One code indicated disabled valves and the other an internal memory error. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.